Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) was started on doupa therapy using abbvie manufactured percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, report indicated that patient was reviewed in the hospital for duodopa titration and experienced difficulty in discharge of secretion. For this reason, hospitalization was prolonged. On (B)(6) 2016, the patient experienced bloody sputum, cough, vomiting and nausea. The patient was diagnosed to have aspiration pneumonia and was admitted to ICU for treatment. The patient was treated with antibiotic clindamycin 600mg IV 3 times a day.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Aspiration is a known complication of tube placement through the oropharynx. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.